Event description:
Event verbatim [preferred term] burn mark and two fluid-filled blisters, one the size of a quarter, the other the size of a nickel on her back [burns second degree], blisters were very sore and feel worse today than when she first noticed them [condition aggravated], applied heatwrap directly to skin, did not check skin under wrap, read usage instructions prior to heatwrap use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old caucasian female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number r15321, expiration date sep2019) from (B)(6) 2018 for an injured tail bone. Medical history included diabetes mellitus from an unknown date and unknown if ongoing, neuropathy peripheral from an unknown date and unknown if ongoing and thermal burn from an unknown date and unknown if ongoing (had burns in the past, not from thermacare, always told they would just take time to heal). Concomitant medication included an unspecified diabetes mellitus medication. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported she applied the heatwrap to her lower back, directly against the skin, before she went to bed on friday night, (B)(6) 2018. She stated she could not fall asleep and ended up getting up and removing the heatwrap around 4 hours after putting it on. She stated she threw the heatwrap away. The next morning, (B)(6) 2018, the patient noticed she had 2 fluid-filled blisters, one the size of a quarter, the other the size of a nickel on her back and a reddened burn mark above the blisters that is also the size of a quarter. She stated the blisters were very sore and feel worse today than when she first noticed them. The patient did not consult a healthcare professional as a result of the events. The patient did not check her skin under the heatwrap while wearing thermacare. She had read the usage instructions prior to using the heatwrap. The patient assessed her skin tone as very light or fair. She denied having sensitive skin or any abnormal skin conditions. The patient is currently under the care of a physician for her diabetes (sees physician every 3 months). The patient had previously used other heat products for pain relief described as an electric heating pad once before with no adverse effects experienced. She did not engage in exercise while wearing the heatwrap. The patient had purchased the red box of heatwraps. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. No therapeutic measures were taken as a result of the events. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blisters, condition aggravated and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn blisters, condition aggravated and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-(B)(4), effective: 02-aug-2016.. Consumer reports "blisters" caused by a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no.

Event description:
Event verbatim [preferred term] burn mark and two fluid-filled blisters, one the size of a quarter, the other the size of a nickel on her back [burns second degree] , applied heatwrap directly to skin, did not check skin under wrap, read usage instructions prior to heatwrap use [intentional device misuse] . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old (B)(6) female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number r15321, expiration date sep2019) from (B)(6) 2018 to (B)(6) 2018 for an injured tail bone. Medical history included diabetes from an unknown date and unknown if ongoing, neuropathy from an unknown date and unknown if ongoing and burns from an unknown date and unknown if ongoing (had burns in the past, not from thermacare, always told they would just take time to heal). Concomitant medication included an unspecified diabetes mellitus medication. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported she applied the heatwrap to her lower back, directly against the skin, before she went to bed on friday night, (B)(6) 2018. She stated she could not fall asleep and ended up getting up and removing the heatwrap around 4 hours after putting it on. She stated she threw the heatwrap away. The next morning, (B)(6) 2018, the patient noticed she had 2 fluid-filled blisters, one the size of a quarter, the other the size of a nickel on her back and a reddened burn mark above the blisters that is also the size of a quarter (event onset date: (B)(6) 2018). She stated the blisters were very sore and felt worse on (B)(6) 2018 than when she first noticed them. The patient did not consult a healthcare professional as a result of the events. The patient did not check her skin under the heatwrap while wearing thermacare. She had read the usage instructions prior to using the heatwrap. The patient assessed her skin tone as very light or fair. She denied having sensitive skin or any abnormal skin conditions. The patient is currently under the care of a physician for her diabetes (sees physician every 3 months). The patient had previously used other heat products for pain relief described as an electric heating pad once before with no adverse effects experienced. She did not engage in exercise while wearing the heatwrap. The patient had purchased the red box of heatwraps. Action taken with the suspect product was permanently withdrawn on (B)(6) 2018. No therapeutic measures were taken as a result of the events "burn mark and two fluid-filled blisters" and "blisters were very sore and feel worse". Clinical outcome of the events "burn mark and two fluid-filled blisters" and "blisters were very sore and feel worse" was not resolved and for the event "applied heatwrap directly to skin, did not check skin under wrap, read usage instructions prior to heatwrap use" was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria per spec-(B)(4), effective: 02-aug-2016.. Consumer reports "blisters" caused by a wrap. The cause of the blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Process related: no. Complaint confirmed: no. Design related: no. Notify safety: no. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events of "burn blisters and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters and intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.